Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The ezchange valve assembly was replaced to resolve the issue. Block a4: no information available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in too high co2, inspired level during a case. There was no patient injury.